Event description:
It was reported that a patient's insulin pump would not hold a charge, causing concern and requiring disconnection as it repeatedly died. There was no reported impact to the customer¿s blood glucose level. Attempts were made to address the issue by confirming order details for a replacement pump and encouraging patient contact to finalize shipment preferences.